Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use in a thrombectomy procedure. However, the system alerted an error to replace the catheter. The procedure was cancelled. No patient complications were reported.